Event description:
On (B)(6) a dr found a lump in my left breast. Waiting on testing now. Also developed a large cyst on my right ovary, (size of golf ball). Also developed idiopathic intracranial hypertension ((B)(6) 2018). Feel as if related to breast implants. Never had any health issues until I got them in (B)(6) (2017).